Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to inject the medical agent through the catheter because the catheter's tip was blocked/occluded. Therefore, the catheter was replaced with a new one.

Event description:
It was reported that the user was unable to inject the medical agent through the catheter because the catheter's tip was blocked/occluded. Therefore, the catheter was replaced with a new one.

Manufacturer narrative:
(B)(4). A device history record review was performed on the reported lot # as well as the returned lot # for the epidural catheter with no relevant findings. The customer reported the catheter could not inject medication. The customer returned one empty kit with one snaplock assembly, and one epidural catheter. It should be noted the lot # reported was 71f19f0221 and the lot # returned was 71f19e0092. The returned components were received connected together (reference attached files inp20034771). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock assembly appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen within the inner coils of the catheter. Also, the catheter appears to be damaged as the coils are slightly flattened approximately 20mm (10171599) from the distal end. No other defects or anomalies were observed. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (ref-002902) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 8.6ml/min (c05180), which is within the specification of 1ml/min. No blockages were found. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of the catheter not injecting medication could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.